Event description:
It was reported after a total abdominal hysterectomy the pt was returned to the or and reopened due to a drop in hg and hematocrit. The surgeon said she saw oozing from the staple line. The area was clamped and tied. The pt is now doing well. 12/4/97 the surgeon, reports that she did a total abdominal hysterectomy and used the tsw35. There is no info about the instrument itself. She said the instrument apparently fired correctly and she had no problem with it and there was no problem at the time of surgery. The pta was taken back to surgery due to a drop in hemoglobin hematocrit and there was a hematoma on the left anxal area and this was opened. A bleeder was identified and clamped and tied. The pt is doing well and has had no further problems.